Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was unable to be evaluated because of a constant load set alarm. The device was reworked to ensure continued accurate occlusion detection.

Event description:
During recertification of a baxter pump, a functionality test was performed and the device failed to detect an upstream occlusion. There was no patient involvement.